Event description:
It was reported that a cord clamp was not secure. The infant required a transfusion.

Manufacturer narrative:
It was reported that a cord clamp failed and one infant required a blood transfusion. No further complication for the infant was reported. The facility stated there were two previous instances where a clamp did not hold. There was no negative consequences to the infants involved in the first two instances. All three instances involved the same physician. No actual samples were returned for eval. The facility has used these clamps for quite some time and states there have not been other similar instances. The physician was re-inserviced by the facility regarding use of the clamp. Samples from same lot were pulled from stock and tested. The clamps were found to be effective in occluding the flow of fluid and the issue could not be confirmed. No leaking was identified. And unused sample was also returned from the account. It was tested and no leaks were identified. We are unable to confirm the reported issue. However, due to the fact an infant required a blood transfusion, this MDR is being filed.